Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call bent sensor cannula. Customer advised that the calibration was not accepted and that the cannula was missing when the sensor was removed. Customer was advised that a replacement sensor will be sent out.